Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- ¿the reported loosening and substantial subsidence and migration of the tibial component can be confirmed with the CT scan provided. As there is also a little bit of radiolucence and a cyst anteriorly for the talus a loosening could be suspected, however, there is no information given that this has occurred in this case. Overall, no clear underlying cause of the loosening is reported as well and there is no assessment possible on the underlying cause. Aseptic loosening due to poor bone substance is likely. Based on investigation, the root cause was attributed to patient related issue. The event was most likely caused by the presence of poor bone substance which resulted in aseptic loosening and substantial subsidence and migration of the implant and caused its failure.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component due to aseptic loosening.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component due to aseptic loosening.